Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible loss of capture or fusion beats every four beats with thresholds testing was noted on the right atrial (ra) lead. Lead dislodgement of the ra and right ventricular (rv) leads was confirmed by x-ray. The leads were revised and remain in use. No patient complications have been reported as a result of this event.